Event description:
It was reported that intermittent audio output occurred. On the day of the event, when the patient woke up they were made aware by the dexcom device that the cgm reading was 3.8 mmol/l. At that moment the patient self-treated with some carbohydrates. At about 08:30am the blood glucose reading, most likely the cgm reading, was 4.5 mmol/l and the patient self-treated with some insulin and got up to make breakfast. The patient remembers starting to make breakfast but not much after that. Her son had tried reaching her by phone at around 11:00am but got no answer. He decided to go to her place instead and found her unconscious in the bathroom. According to the son, the cgm reading showed 2.2 mmol/l but there was no alarm sounding at the time when he found her. The son was able to treat the patient with dextrosol and milk. No further treatment was reported to be needed. The patients low alarm is set at 4.2 mmol/l with a repetition every 15 minutes. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.